Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned due to ibp port pulled out of console. There was no patient involvement.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) experienced an issue in which the ibp port was pulled out of the console. No patient was involved, and no harm was reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (initial reporter), g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer fse inspected the unit and confirmed that the ECG socket had been pulled out of the machine. The socket is directly connected to the internal front end board. To address the issue, the fse replaced the front end board. Following the repair, the unit underwent functional testing and safety checks in accordance with factory specifications. The unit passed all required functional and safety tests and was returned to the customer. The unit is fully operational and ready for clinical use. The failure analysis and testing department received the front end board with a reported failure of the ibp socket being physically broken. The department performed a visual inspection and observed a missing bp out connector at j5 on the pcb as illustrated in the attached picture. Due to the broken connector on the front end board, it cannot be installed or investigated further by the failure analysis and testing department. Retaining the front end board in the fat department per procedure.